Event description:
Pt admitted to hospital for removal of infected penile implant which had eroded out of their urethra just beyond the meatus. Pt had a supra pubic catheter inserted in the operating room. Pathology report notes left infected implant as penile prosthesis 14.7cm in length and 1.2cm in greatest diameter tapered portion. On margin are the letters "hing". Right infected implant; penile prosthesis is a 27.2 cm in length and 1.2 cm in greatest diameter portion with tapered ends. On surface are the letters and numbers "flexi-rod 11 (firm), 10.5mm dia x 15.0cm, hing". These implants were placed many years ago and the MFR is unknown.